Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The mother stated that the arrow and up button was unresponsive. The customer could not recall any significant events leading to the alarm. The customer was advised to continue use of the device until the replacement arrives.